Event description:
The customer reported that the dinamap power cord was burning. The user immediately unplugged the unit from the wall. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.